Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that their onetouch ultramini meter was powering off during use. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the power issue began a few days prior to contacting lfs. The patient informed the cca that they manage their diabetes with oral medication and insulin. The patient denied taking any action regarding their usual diabetes management regimen due to meter issue. However, reported that 2 days after the power issue started, they developed symptoms of ¿dry mouth, blurry eyes, frequent urination, and feeling dizzy¿. The patient reported they went to the ER on (B)(6) 2014. During the ER visit, the patient confirmed their blood glucose was tested with an ER/hospital meter and result was ¿over 400 mg/dl¿. The patient claimed they were treated with humalog insulin (dose unknown) by hcp. At the time of troubleshooting, the cca noted that there no apparent misuse of the product and that the meter¿s battery did not need to be replaced per the owner¿s booklet recommendation. The alleged issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly was treated for hyperglycemia by an hcp after the alleged meter power issue started.